Event description:
Ivus utilized prior to pci(percutaneous coronary intervention ) and functioned appropriately. Post intervention, ivus (intravascular ultrasound ) inserted and screen showed up blank. Ivus removed without incident. Second ivus opened and used to obtain images, without issue. Ivus retained and rep notified for replacement of product.